Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: stress problem, known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the airway mobile scope image was not displayed, and the grip, up/down plate, and the camera section are sticky. There was no patient involvement.